Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds. A revision procedure was performed and this rv lead was surgically abandoned and replaced. During the revision, no lead damage was observed. No additional adverse patient effects were reported.